Event description:
The customer reported that she was hospitalized due to high blood glucose levels greater than 1200 mg/dl. The customer experienced fatigue, nausea and lightheadedness. The customer also reported multiple no delivery alarms. The customer declined any troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Cracked case on lcd display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.